Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was not communicating. A technical support specialist states that there is no issue. The technical support specialist reached out to the complainant and was advised "is resolved and the station was taken out of critical override". The specialist also checked the data synchronization logs and did not see any issues around the time the case was opened.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had a communication issue where messages were not crossing to the ed. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.